Event description:
It was reported that at 9:55am the device was programmed to infuse a loading dose of trastuzumab over 90 minutes with a volume to be infused of 308ml. After 56 minutes, the clinician noted the bag was empty. On inspection, the pump indicated a loading dose of trastuzumab, however starting volume read 612 ml with 4 minutes remaining for the infusion and 30 ml to be infused. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacture

Event description:
It was reported that at 9:55am the device was programmed to infuse a loading dose of trastuzumab over 90 minutes with a volume to be infused of 308ml. After 56 minutes, the clinician noted the bag was empty. On inspection, the pump indicated a loading dose of trastuzumab, however starting volume read 612 ml with 4 minutes remaining for the infusion and 30 ml to be infused. There was patient involvement but no harm.